Manufacturer narrative:
A review of the DHR(s) and inspection records was conducted and no similar concerns were found. The returned catheter was investigated, and breakage was observed at the edge of the overmolded extension set. The area of separation appeared jagged under magnification. Potential causes for catheter breakage include excess tensile (pulling) force applied to the catheter or excess pressure which can weaken the catheter tubing. Such excess force can be related to catheter securement techniques, improper maintenance, advancing/removing the catheter or stylet despite resistance, or flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.). First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
PICC line was placed on (B)(6) 2017 and secured per protocol with statlock. On (B)(6) 2017 nurse found PICC to be broken just distal to the argon hub plate when doing cares. PICC was successfully removed with no injury to the patient.